Event description:
The customer contact reported the pt received more medication than intended. The pt was to receive an unspecified concentration of ivig (intravenous immunoglobulin), divided in five separate containers, three 200 ml containers, one 100 ml container, and one 50 ml container, for a total vtbi (volume to be infused) of 750 ml. At 0800, line a of the device was programmed to deliver at a rate of 300 ml/hr with a vtbi (volume to be infused) of 750 ml, for a duration of 2.5 hrs and the delivery was started. At approx 0930, the nurse noted the delivery of the third 200 ml container of ivig was complete and that the device displayed a volume infused of 600 ml. The customer contact indicated the first 600 ml of ivig had been delivered in 1.5 hrs instead of the expected 2 hrs. The customer contact indicated that after the nurse cleared the settings, line a was reprogrammed to deliver at a rate of 100 ml/hr, with a vtbi of 100 ml, and the delivery was started. After 1 hr, the device alarmed the delivery was complete. At this time, it was reported that the ivig container was empty; however, the device displayed a volume infused of 76 ml. Line a was reprogrammed to deliver the last bottle of ivig, at a rate of 50 ml/hr, with a vtbi of 50 ml, and the delivery was started. After 1 hr, the device alarmed the delivery was complete; however, the device displayed a total of volume infused of 120 ml. The device was removed from clinical svc. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the line a of device passed testing for delivery accuracy. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.